Event description:
It was reported that this patient complained about discomfort since the original implant. After attempted to reposition the right atrial (ra) lead, there were helix extension/retraction issues, therefore, the lead was explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was electrically continuous. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this patient complained about discomfort since the original implant. After attempted to reposition the right atrial (ra) lead, there were helix extension/retraction issues, therefore, the lead was explanted and replaced. No additional adverse patient effects.